Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving gablofen (2000 mcg/ml at 950 mcg/day) via an implantable pump. The other medications that the patient was taking at time of the event were unable to be obtained. The pump's indications for use were noted as intractable spasticity and cva (stroke) das system. According to the hcp's office, the pump was noted to be in safe mode and at minimum rate when the patient presented for an appointment. The prior dose was 950 mcg/day. The patient was started on oral baclofen and sent over to see a neurosurgeon for a pump replacement date. The plan was for the pump to be replaced and sent back to the manufacturer for analysis; surgical intervention had not been scheduled. It was unknown whether any environmental, external, or patient factors led or contributed to the issue. No symptoms were reported. At the time of the report, the patient was alive with no injury and the issue had not resolved. Additional information received from the rep on 2016-06-30 indicated that the neurosurgeon's office had not gotten a call from the patient yet for replacement. The pump was going to be returned to the manufacturer for analysis once replaced but a date had not been set yet. Additional information received from the hcp on 2016-07-14 indicated that the issue was diagnosed on (B)(6) 2016 and that there were no symptoms. There was on-going evaluation to determine whether replacement was needed. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.